Event description:
(B)(4). Initial info received from a physician via a sales representative on (B)(6) 2009: a male pt, received poly-l-lactic acid [sculptra] (lot #'s and expiration dates not provided) injections developed a nodule on his forehead. No further info was reported. Add'l info for sculptra (lot # and expiration date - not provided) from product technical complaint report case ID (B)(4) dated (B)(6) 2009, received by (B)(4) on (B)(6) 2009: batch record review was without hint to root cause. Because no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical result of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related.

Manufacturer narrative:
Conclusion: no faults detectable.